Event description:
Pt had symptoms of low blood glucose. The suspect device gave a reading of 125 mg/dl. Pt passed out and was taken to the hosp where his blood glucose was 57 mg/dl. Pt is doing fine now.